Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. At around 10:30pm, the patient blacked out and crashed his vehicle. He remembers regaining consciousness shortly after a bystander came to his aid. The patient was not seriously injured and was attended to by the paramedics. He stated that the paramedics took a bg measurement and his glucose level was 20 mg/dl, which did not match the 140 mg/dl reading on his cgm. The paramedics administered intravenous glucose to get his readings back to normal. Additionally, the patient reported that prior to the incident, his cgm reading was 140-150 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.